Manufacturer narrative:
One (1) unit of part number l-70ni was received with its original packaging, in used condition, and decontaminated. Two (2) photos were provided by the decontamination center; the photos were reviewed as part of the device analysis. Photo one shows a hotline warming set next to its original packaging; the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two shows a close-up of the proximal end female luer connector where it's observed to have a crack. The complainant returned unit was visually inspected. The proximal end female luer connector, is observed to be cracked. Based on the sample returned by the customer it was not possible to replicate the damage or confirmed as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damage, the root cause is that the female luer connector became damaged after the product left ICU facilities. No corrective actions are required because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during the pre-use check, the connector was found damaged. No patient injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.